Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. Troubleshooting for motor error was performed. The customer¿s blood glucose level was 3.1 mmol/l at the time of the incident. It was reported that the drive support cap was okay. It was also reported that the insulin pump was neither dropped nor bumped. It was reported that the customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed displacement test, self test and unexpected alarm error test. Unit alarmed motor error during basic occlusion test due to force sensor resistor damaged by moisture. Unable to perform prime test, excessive no delivery test, occlusion test or verify compromised forced sensor alarms due to motor error alarms. The motor was tested outside the device and passed. Unit received with cracked case at the display window corners. Unit received with minor scratched display window and case.